Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('I have one perforating the wall of my uterus') in a 48-year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain upper ("severe pain mostly in my upper quadrant"), dyspepsia ("it's affecting my digestion and bowels"), gastrointestinal disorder ("it's affecting my digestion and bowels") and abdominal distension ("severe bloating"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown and the abdominal pain upper, dyspepsia, gastrointestinal disorder and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, dyspepsia, gastrointestinal disorder and uterine perforation to be related to essure. The reporter commented: caller stated that she knew she had to have a hysterectomy. Discrepancy of insertion dates-2010 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: plaintiff fact sheet received. Essure insertion and removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('I have one perforating the wall of my uterus') in a 48-year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain upper ("severe pain mostly in my upper quadrant"), dyspepsia ("it's affecting my digestion and bowels"), gastrointestinal disorder ("it's affecting my digestion and bowels") and abdominal distension ("severe bloating"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown and the abdominal pain upper, dyspepsia, gastrointestinal disorder and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, dyspepsia, gastrointestinal disorder and uterine perforation to be related to essure. The reporter commented: caller stated that she knew she had to have a hysterectomy. Discrepancy of insertion dates-2010 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('I have one perforating the wall of my uterus') in a 48-year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain upper ("severe pain mostly in my upper quadrant"), dyspepsia ("it's affecting my digestion and bowels"), gastrointestinal disorder ("it's affecting my digestion and bowels") and abdominal distension ("severe bloating"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown and the abdominal pain upper, dyspepsia, gastrointestinal disorder and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, dyspepsia, gastrointestinal disorder and uterine perforation to be related to essure. The reporter commented: caller stated that she knew she had to have a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('I have one perforating the wall of my uterus') in a 48-year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain upper ("severe pain mostly in my upper quadrant"), dyspepsia ("it's affecting my digestion and bowels"), gastrointestinal disorder ("it's affecting my digestion and bowels") and abdominal distension ("severe bloating"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown and the abdominal pain upper, dyspepsia, gastrointestinal disorder and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, dyspepsia, gastrointestinal disorder and uterine perforation to be related to essure. The reporter commented: caller stated that she knew she had to have a hysterectomy. Discrepancy of insertion dates-2010 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('I have one perforating the wall of my uterus') in a (B)(6) female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain upper ("severe pain mostly in my upper quadrant"), dyspepsia ("it's affecting my digestion and bowels"), gastrointestinal disorder ("it's affecting my digestion and bowels") and abdominal distension ("severe bloating"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown and the abdominal pain upper, dyspepsia, gastrointestinal disorder and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, dyspepsia, gastrointestinal disorder and uterine perforation to be related to essure. The reporter commented: caller stated that she knew she had to have a hysterectomy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.